Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, pacing capture threshold in the rv (right ventricle) was elevated, and oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, 2 non sustained tachycardia episodes with v-v intervals greater than 220 milliseconds on from (B)(6) 2015. 481 ventricular sic since last session 87 days ago. After being greater than 7millvolts through (B)(6) 2015, r-wave amplitude drops to 3millivolts (B)(6) 2015, and remains below 6 millivolts through (B)(6) 2015. Right ventricular capture threshold 0.5 volts the week after implant ((B)(6) 2015), rises out of range starting (B)(6) 2015. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead showed high pacing thresholds, low sensing and a high v-v counter. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut, there was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant.